Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file downloaded from the returned system controller (serial number: (B)(6) ), which is reported and investigated under MFR # 2916596-2020-01017. The log file contained approximately 25.5 days of data ((B)(6) 2020 per the timestamp). The log file captured low voltage hazard and no external power alarms due to a loss of power while connected to the mpu on (B)(6) 2020 at 12:13. The system controller backup battery supplied power to the system during the loss of external power. The alarms were resolved when power from the mpu was restored. The driveline was disconnected on (B)(6) 2020 at 10:14 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of power was determined, and if the patient has a locking ac power cord for the mpu); however, no response was received. The mpu was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿ explains how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the log file revealed no external power and low voltage hazard alarms associated with a loss of power while connected to the mobile power unit on (B)(6) 2020. No further information was provided.